Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent diagnostic laparoscopic, lysis of adhesions, and bilateral tubal coagulation on (B)(6) 2006 due to voluntary sterilization and chronic pelvic pain. It was reported that the patient underwent mesh excision on (B)(6) 2009 due to pelvic pain. (B)(4).

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.